Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and a tethered septal leaflet for a triclip procedure. During the procedure, imaging was difficult. A triclip was implanted successfully. During deployment of second triclip, grasping was difficult. Post deployment, single leaflet device attachment(slda) occurred from septal leaflet. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficulty grasping appears to be related a combination of challenging patient anatomy (tethering on septal leaflet) and difficult imaging (procedural conditions). The reported slda appears to be related to challenging anatomy and/or multiple grasping attempts. The cause of the reported image resolution (difficult imaging) appears to be related to challenging patient anatomy (tethering on septal leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.